Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the gears skipped during meshing. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was february 28, 2017 where it was reported that the device was producing an incomplete mesh and the ratchet was broken and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the roller and roller gear were damaged. The calibration was within specification and the device produced a passing test cut. The 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both produced a passing test mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event that was unconfirmed since during the initial qa inspection it was noted that the calibration was within specification and the device produced a passing test cut. During the initial qa inspection it was noted that the calibration was within specification and the device produced a passing test cut. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event was recorded by zimmer biomet under cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gears skipped during meshing. This happened during processing of donor skin, and there was no patient involvement. No adverse events have been reported as a result of this malfunction.